Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent reported that a pod applied to the abdomen on (B)(6) 2026 was removed on (B)(6) 2026 after approximately one day of use due to significant itching at the application site. The site was described as red, and a topical cream was prescribed by a physician. Blood glucose was reported to increase to 371 mg/dl following pod removal. A new pod was placed, functioned as expected, and pod therapy was successfully resumed.